Event description:
This rv lead perforated the pt's myocardium. The perforation was sutured closed, only the rv lead was removed, and an epicardial lead was implanted and connected to the implanted pacemaker. The lead is at the hospital for analysis and has not been returned to the representative.